Event description:
It was reported that the customer's insulin pump has stopped functioning since the night before, and the device was alarming for the past month. The blood glucose reading was 380mg/dl, and he was treated with a manual injection. The mother mentioned that the device alarmed button error after been exposed to moisture. The caller stated that the customer may have to go to the hospital due to high blood glucose and dehydration. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received in with buttons unresponsive due to corroded keypad traces. A scratched lcd window, cracked reservoir tube lip and broken belt clip slot was also noted.